Event description:
This report is being filed after the subsequent review of the following journal article: distal femoral osteotomy using pediatric condylar 90-degree plate in patients with neuromuscular disorders. Rutz, e., gaston, m., camathias, c., brunner, r. (2012) distal femoral osteotomy using pediatric condylar 90-degree plate in patients with neuromuscular disorders. J pediatr orthop 32:295-00. The aim of this study was to report the outcome of using the new lcp pediatric condylar 90-degree plate (synthes) for distal femoral extension osteotomy (dfo). Thirty-eight (38) patients (mean age 16.3) were treated with a total of 68 osteotomies between may 2007 and september 2009. In one patient, one screw was found to have backed out its locked threads at the 6-week postoperative follow-up. The patient was revised with a simple exchange of the screw. This report is 2 of 2 for complaint (B)(4). This report is for an unknown condylar plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Rutz, e., gaston, m., camathias, c., brunner, r. (2012) distal femoral osteotomy using pediatric condylar 90-degree plate in patients with neuromuscular disorders. J pediatr orthop 32:295-00. This report is for an unknown condylar plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.